Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have thermal damage at the distal clevis. Material appears to have burnt off from the charring that occurred near the distal clevis and extended to the proximal clevis. The instrument passed the electrical continuity test. Components adjacent to the clevis show thermal damage. The complaint regarding energy cannot be recognized was not confirmed by failure analysis. The probable root cause of thermal damage on distal clevis and proximal clevis is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. Image reviewed by rpms, consistent with customer allegation, no further escalation required.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook (pch) instrument energy cannot be recognized. The procedure was completed with no reported patient injury.